Event description:
A report was received that the patients ipg migrated and the patient had difficulty charging the ipg. The patient underwent an ipg pocket site revision procedure and was doing well postoperatively.